Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hemostar hemodialysis catheter kit with one hemostar d/l catheter, two adhesive dressings, two end caps, one tunneler, one introducer needle, one dilator, one dualator, one guidewire hoop, and one airguard valved introducer peel-apart sheath were received. Gross visual observation was performed and guidewire was missing in the hoop. However, due to the components being opened upon return it is unknown whether the missing components could have been lost in clinical or packaging return procedure, therefore the investigation is inconclusive for the missing guidewire issue. The root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 03/2020). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the package, the guidewire was allegedly missing. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device - expiration date: 03/2020.

Event description:
It was reported that upon opening the package, the guidewire was allegedly missing. There was no patient contact.